Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
Subject presented on post-op day 3 with chest discomfort, elevated troponin and tachycardia. Diagnosed with non-occlusive thrombus right upper lobe. There was no device issue, but the pulmonary embolism may have been secondary to the realize band implant procedure. The patient discharged home with no further complications. Resolved without sequelae.